Event description:
It was reported that the pump's screen was blank and there was fluid internally. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147. Please disregard the initial report submitted with the MFR number: 3012307300-2022-15572. The report was submitted in error., corrected data: corrected information provided in h10.